Event description:
It was reported that during a surgical hysteroscopy, they were using the monopolar storz cable 277. After connecting it to the generator (reference: (B)(4), serial number: (B)(6), an explosion with sparks occurred. This caused the cable to break into two pieces while it was in the gynecologist's hands and within the surgical field. The surgery was successfully completed. The team replaced the cable, which caused only a 10-minute delay, and the procedure continued without further issues. The patient was not harmed. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).